Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code 4 error. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
The field service engineer (fse) observed that the compressor fan was blocked by dust. The issue was resolved by removing all the dust in the machine. The device passed all necessary test checks and was on the trainer for more than 2 hours. The machine was running fine. The device was handed over to the customer in good working condition.

Event description:
It was reported during a routine check performed by biomedical, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code 4 error. There was no patient involvement reported.